Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported steerable guide catheter leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a loss of fluid column during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) entered the anatomy but had to be removed due to a suspected loss of fluid column. The sgc was removed and attempted to be prepped for a second time; however, it was noted that the hemostatic valve was not working correctly, and a loss of fluid column occurred. It was stated that there was no visible damage to the hemostatic valve. The sgc was not used and was replaced. Two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.